Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a taxus liberte 2.25mm x 16mm device was unable to cross the target lesion. However, returned product analysis revealed stent damage.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: a visual and microscopic examination of the device found the device revealed stent damage. The struts on the first and second rows on the proximal end of the stent were misaligned and raised up. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The tip and balloon sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications the most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).